Event description:
It was reported that the pump touch screen unresponsive and frozen. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump after a reset resolved the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.